Manufacturer narrative:
B)(4).

Event description:
On b)(6) 2015, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving fentanyl (5mg/ml) at an unknown dose via an implantable pump for an unknown indication for use. On b)(6) 2015,, the patient had their catheter changed from a silicone catheter to an ascenda catheter. The patient experienced allergic symptoms. The old catheter was ligatured and left in place to avoid a cerebrospinal fluid (csf) leak. The outcome of the event was not reported. There were no reported issues with the devices. Additional information has been requested regarding outcome and event date, but it was not available at the time of this report.

Event description:
On (B)(6) 2015, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient's allergic symptoms did no resolve after the catheter revision. It was also reported the symptoms began after the catheter replacement.